Event description:
On (B)(6) 2013, the reporter contacted animas reporting that the "pump was shot" and that a new pump was needed. No additional information was provided. Animas attempted to follow up with the reporter but was unsuccessful at this time. This report is made based on the allegation of the unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.